Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, it is presumed the linear scratches on the image was likely traced to component failure - damage to the ccd unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope image has linear scratches. There was no patient involvement.